Event description:
Lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). T-wave oversensing (twos) post ventricular pace (vp). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).